Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Concomitant medical products: tsvwb8, impl tapered scr-v sbm 4. 7mm 4.5mm 8mm, lot number 63849299. Initial reporter¿s title first name last name and email address are not provided / unknown.

Event description:
It was reported that the broken screw could not be removed from the implant, so theimplant was removed. Tooth site # 36 (fdi).

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie did not receive the subject for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. After follow up, customer confirmed the catalogue number and lot number.

Event description:
No additional or corrected information to report.